Manufacturer narrative:
The device was inspected by an arjo service technician. It was found that the right front castor had detached and the thread on the right leg was stripped. Based on the information gathered, it appears that the broken castor resulted from wear and tear over time. The alenti device was manufactured 23 years ago, and the castors have not been replaced since then. Years of use, repeated transfers, and mechanical stress may have weakened the connection between the castor and the leg of the device. This progressive material degradation likely led to the damage and eventual detachment of the castor. According to the operating and daily maintenance instructions (4.cd.01/2) dedicated to the alenti bath chair, the device should be checked weekly for any damage, including the castors: ¿weekly: examine the lift hygiene chair for damage. Check that the wheels on the lift hygiene chair have been cleaned.¿ "always ensure that the wheels and brake work freely." Arjo device failed to meet its performance specification due to castor detachment. The device was used for a patient treatment at the time of the event. This complaint was deemed reportable to the competent authorities because the castor detachment caused the device to tip over, resulting in a resident¿s fall. A minor injury was reported. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
Arjo was notified about an event involving the alenti bath chair. It was reported that a resident fell from the alenti after one of the castors detached from the device. According to the staff, the issue occurred after the bath was completed. They called for additional assistance and were waiting for another staff member to arrive when the castor came off, causing the alenti to tip backward. The resident fell in the opposite direction and sustained an abrasion and a scratch on the back, as the belt was fastened. The resident also hit his head, but no visible injury was noted. The resident refused to go to the hospital.